Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty inflating and deflating the device and also reported a soft glans. Upon evaluation, the following findings were confirmed: soft distal portion of the penis and glans without adequate prosthesis coverage, cylinders that only inflated partially, and a scrotal pump positioned cephalically with activation difficulties. As a result, the pump was explanted and replaced. No additional information was reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty inflating and deflating the device and also reported a soft glans. Upon evaluation, the following findings were confirmed: soft distal portion of the penis and glans without adequate prosthesis coverage, cylinders that only inflated partially, and a scrotal pump positioned cephalically with activation difficulties. As a result, the pump was explanted and replaced. No additional information was reported.